Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned whisper extra support guide wire noted blood and contrast on the black polymer coating and core, consistent with being advanced into the anatomy. The reported separation was confirmed. The core and black polymer coating were separated 21 cm distal to the proximal end of the black polymer coating. The black polymer coating material was jagged at the separation, suggesting force was applied. The separated portion was returned for a length of 7.1 cm. There was a bend in the core 4mm proximal to the tipball. There were two kinks in the core 2.5 cm and 3 cm proximal to the tipball. There was no other damage noted to the guide wire. The balloon catheter used during the procedure was not returned. Scanning electron microscopy (sem) analysis of the separated portion of the guide wire suggests that the core failure may be attributed to a ductile overload at a bend. An overload of this type suggests the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A guide wire being over pulled or over torqued would require the tip to be trapped, possibly within another device or in the anatomy in order to create the required forces to cause a core failure. It was reported that the guide wire become frozen within a non-abbott balloon and during removal, the tip separated. The cine cd of the case was reviewed by an abbott clinical specialist and the results confirm that a guide wire and balloon were inserted into the circumflex then removed. The images do not confirm a guide wire tip fracture. However, due to the acute angle of the left main/circumflex take off the wire could have possibly been kinked or compromised during advancement. Although a conclusive cause for the guide wire and balloon catheter being frozen together could not be determined, patient anatomy and morphology, the condition of the catheter being used, deterioration of the wire surface coatings, coagulation of blood, kinks in the balloon catheter, and kinks in the guiding catheter can all be possible factors. Based on the reported information, it is possible that coagulation of blood on the guide wire tip may have contributed to the difficulty. The additional kinks and bends noted on the guide wire are likely a result of handling during the attempts to free the guide wire from the balloon catheter. There was no damage noted during the prior to use inspection, suggesting that the damage likely occurred during the procedure. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, lot release testing results were reviewed and all samples met all manufacturing criteria. Overall, the difficulty removing, core separation and additional damage appears to be related to case circumstances and there is no indication of a product quality deficiency. Manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during use of a non-abbott balloon with the whisper guide wire, the tip of the guide wire was observed not to be moving during handling. Attempts to pull the guide wire were made; however, the tip did not move. It was found that the tip of the guide wire had broken off in the balloon. The physician commented that this could be due to the hydrophilic coating on the guide wire which became coagulated. The guide wire was totally removed from the patient, with the distal tip removed with the balloon. Nothing remained in the patient. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.